Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false negative result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system. The customer reported that on (B)(6), 2021, two samples were collected from a patient at the same time and analyzed on the cobas® liat® system that generated sars-cov-2 negative, influenza a negative, influenza b negative results. The patient was transported to a different hospital to the covid unit a new sample was collected from the patient and analyzed for sars-cov-2 only not influenza on the cepheid that generated a sars-cov-2 positive result. Patient sample was collected using nasopharyngeal and bd universal transport media, 3 ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative and positive results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. Consistent negative results were generated with the roche assay. The cepheid assay does not target the same regions as the roche assay. Therefore, the issue could be related to differences in technology. (B)(4).